Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that tamponade occurred. The procedure was indicted for a pulmonary vein isolation. Mapping was performed with an intellamap orion¿ catheter and the rhythmia mapping system. During the procedure, there were 2 back patch movements of between 30-40mm and one of 7mm. The cause of the movements is unknown as there was no patient movement nor movement of other equipment that might have caused the shifts. The procedure was "quite complicated". The physician used a non-bsc catheter that he was "not used to" and fell back in the right atrium with the catheter several times and needed to go transeptal again. They were using a non-bsc rf generator that is not certified in combination with the rhythmia mapping system. During the procedure there was no indication for a tamponade and the blood pressure and oxygen saturation was stable all the time. After two hours there was a tamponade detected but it was only bloody oozing. The bloody oozing resolved on its own. No further patient complications were reported and the patient's status is fine.